Event description:
It was reported that an ilet device displayed alert 38 indicating consecutive stalled motor events, which prevented insulin delivery and led to elevated blood glucose; multiple restarts and a dry run were attempted, with the error recurring during rewind, and a replacement device was arranged. Symptoms included hyperglycemia reaching a peak of 600 mg/dl. Outcomes included interruption of insulin therapy with associated high blood glucose. Investigation included troubleshooting by guided restart and dry run, and a replacement was initiated for further evaluation. Investigation of this case revealed repeated motor stall alerts consistent with an insulin delivery malfunction. It was concluded that the device experienced an insulin delivery failure due to consecutive motor stalls. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.